Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that he swallowed the silver piece from the ez breathe atomizer. The npc rep has attempted unsuccessfully to contact the customer as the date of this report.